Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. During a recent follow-up visit, the device's battery showed two years remaining. A copy of device memory was saved and submitted to technical services (ts) for further review. Device data shows a steady increase in energy consumption over the past year, and is expected to continue to increase. Duration of the device's battery will be shorter than expected based on the current settings. Due to this anomaly, device replacement was recommended. The ts consultant also discussed that if a unit change is not desired at the present time, the device can be closely monitored, and another analysis of device data should be completed within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.